Event description:
It was reported that while attempting to deflate the balloon on the foley cather at the spc site, only 7ml of the 12 ml (it was confirmed by the nurse that 12 ml was inserted even thought it was a 10ml balloon) was able to be "retrieved". After discussion with the nurse on a few tips (such as allowing gravity to fill the syringe, move patient from side to side to aid gravity, leave attached for a period of time etc) to help deflate the balloon, the decision was made to send the patient through to the local hospital to have the catheter removed. At the hospital they cut the balloon inflation tube and removed the device. It was further reported that previous catheter blockages were due to the patient condition.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Evaluation found that the returned catheter could not be deflated due to a deformed inflation eye. The missing/undersize eye could have caused the non-deflation. The reported event was confirmed as manufacturing related to during the snipping process. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water.". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that while attempting to deflate the balloon on the foley cather at the spc site, only 7ml of the 12 ml (it was confirmed by the nurse that 12 ml was inserted even thought it was a 10ml balloon) was able to be retrieved. After discussion with the nurse on a few tips (such as allowing gravity to fill the syringe, move patient from side to side to aid gravity, leave attached for a period of time etc) to help deflate the balloon, the decision was made to send the patient through to the local hospital to have the catheter removed. At the hospital they cut the balloon inflation tube and removed the device. It was further reported that previous catheter blockages were due to the patient condition.